Event description:
It was reported that the patient had poor circulation around the right ventricular lead causing swelling of the left arm and hand since implant of a new implantable cardioverter defibrillator (ICD). The patient states "a new ICD was placed due to a lead issue." Follow-up with the clinic disclosed that the patient needed an upgrade to a bi-ventricular ICD pacing system. As for the cause of the swelling in the patient's arm, it has not yet been determined. A venogram has been scheduled to evaluate whether there is blockage in the arm or whether there is a possible issue with the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.